Event description:
It was reported that bd maxzero pressure rated ext set, IV connector is disconnecting at the connection the following information was provided by the initial reporter, translated from japanese to english: infusion set disconnects from the female side (mixing part) when the infusion set for the pump is connected to the female side (mixing part) for the purpose of administering solugen during lvlg therapy, the infusion set for the pump is disconnected.

Manufacturer narrative:
E. Address too long for box: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz5303 sample was received without packaging for investigation; residual fluid was present throughout the line. No connecting product was provided to aid the investigation. The customer reported that the set disconnected during use from the female luer adaptor (fla) of the maxzero; no information regarding the lot was reported. Functional testing was performed using connecting products from bd stock; in each instance the connection was found to be secure, and no fluid leakage or air ingress was observed when the samples were flushed with a bd 50ml plastipak syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A lot number was not provided as part of the investigation; however a review of the laser ID (B)(6) from the maxzero component confirmed a possible lot number to be either 23039125 or 23039126. A review of the production records for listed lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. As the connecting product was not available, it was not possible to confirm if it may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.